Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the "attachment was heating up." The device was being used during a 'lumbar microdiscectomy.' The surgery was delayed for ten minutes. There was no injuries or medical intervention reported. There was no additional info provided.